Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device evaluation: visual inspection found the tamper labels are undamaged. Th entire device is slightly worn. Display glass is scratched. Dso gasket has an airbubble. Functional testing could not duplicate or confirm the complaint. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. No action taken.

Event description:
It was reported that the device has a repeating pressure alarm. Patient involvement is unknown.